Event description:
The customer reported an uncontained leak of approximately 3 ml of clear fluid from the white blood cell (wbc) aperture housing of a coulter lh 500 hematology analyzer while running samples. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/15/2015 and confirmed that the white blood cell (wbc) housing was leaking. The fse found that the large o-ring on the wbc aperture had failed and was allowing diluent to leak out and air in; the fse replaced the o-ring, resolving the leak. Additionally, the fse confirmed that the leak from the wbc housing spilled onto the differential (diff) module, damaging the diff mixing motor, as it was no longer mixing, and was contributing to diff vote outs. The diff mixing motor was replaced and tested, resolving the diff vote outs and restoring operation to the diff mixing motor. (B)(4).